Event description:
It was reported that the device was explanted at implant due to failed ring repair. Reportedly, the device did not work. It was reported that the device is being returned for evaluation.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned.